Event description:
Reported blood glucose results of "190 mg/dl" with the lifescan meter and "285 mg/dl" on a laboratory device, performed within an unspecified time frame. Between the tests, there was no intervention that would be expected to change the blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.